Event description:
Customer reported that the device would not operate on ac power. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not operate on ac power and charge the installed batteries. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported incident to be a failure of the power supply modules ac power supply, transistors q1 was shorted and fuse f1 open.